Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that sterility was compromised. A 2.50mm x 12mm emerge¿ balloon catheter was selected for dilation. During unpacking, the box was sealed; however, the inner package was not sealed. The device did not enter the patient's body. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge otw balloon catheter in an opened pouch, pouch is inside of product carton with the closure strip opened and removed. The tyvek portion of the pouch was opened and there is evidence of the tyvek seal on the poly side of the pouch. It was confirmed that the pouch was sealed prior to leaving bsc. The package was opened, however it could not be determined when the package was opened. The applicable manufacturing records related to the complaint device was reviewed. It was confirmed that the devices in this batch met all applicable specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that sterility was compromised. A 2.50mm x 12mm emerge¿ balloon catheter was selected for dilation. During unpacking, the box was sealed; however, the inner package was not sealed. The device did not enter the patient's body. There were no patient complications.